Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, measurements were performed via bluetooth telemetry. During measurement, there was a time delay between the marker iegm (intracardiac electrogram) and the surface electrocardiography (ECG). Following the procedure, a second attempt to interrogate the device was successful, without issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of delayed ECG), egm signal was not confirmed as there are no freeze/test snapshots available in the session records provided. ECG, egm drift was assessed as a synchronization anomaly between the ECG and the egm stream, which was associated with the underlying software implementation of the programmer.the reported event of telemetry interruption was confirmed as the analysis of the logs identified a systemtimeout error message. This issue falls under the behavior where ble bonding/pairing was incomplete. Abbott is performing further investigation.